Manufacturer narrative:
According to available information, this device remains implanted and in service. When additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that remote monitoring of this device revealed a high out of range shock impedance measurement. This information has been provided to the physician for further monitoring. It is unknown whether the right ventricular lead is a boston scientific product. No adverse patient effects were reported.